Event description:
The tip of the instrument is broken. This is 1 of 1 report for event (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of device history records for manufacturing revealed no complaint related issues. The investigation showed that at first the tip was twisted and then broke off. Unfortunately, we can no longer determine what the exact reason was that lead to this damage. Based on the finding, we are assuming that an excessive mechanical load lead to the damaging of the tip. The fracture surface is homogeneous, which refers to flawless material quality. Further investigations of the manufacture and material documents showed conformity with the specifications. No product defects were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.